Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to noise issue include: 1. Possible that too much current is running through the motor of the saline pump causing the motor to run faster and louder. 2. The coag setting may have been set at a higher setting causing the saline line to vibrate more and causing the wheel to run louder than usually. 3. The saline bag may have been low of saline causing the tubing to vibrate and cause the wheel to sound as if there was an issue with the irrigation part of the system. There are no indications to suggest the device did not meet product specifications upon release into distribution. The device in question was not returned for analysis.

Event description:
It was reported that during a shoulder arthroscopy surgery the device was making noises. No backup device was available. No delay or patient injury reported.